Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 407 mg/dl at the time of the incident. The customer¿s current blood glucose was 200 mg/dl. Customer took a bolus, and next morning they changed the set and it was like 386, 370, 366mg/dl, and then 344 mg/dl. Customer stated that they could hardly walk straight, dizzy and was not feeling well. Performed hp test and test passed. Customer declined to check basal rate settings for accuracy. Product will not be returned for analysis.